Manufacturer narrative:
(B)(4). G2 foreign: australia. H6 suggested component code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined.

Event description:
It was reported that the patient underwent a hip procedure on an unknown date. Subsequently, the patient was revised due to inaccurate leg length. The cone body, stem and head were revised. No further event information available at the time of this report.